Event description:
The consumer reported that the patient was implanted on (B)(6) 2016 and they were very upset and in a lot of pain. On (B)(6) 2016, the patient mowed the lawn and had been feeling sharp pain in their hip and lower buttock. The patient was concerned they may have disrupted the device. The patient turned stimulation down to zero and the pain didn't subside. The patient asked if they should go to the emergency room (ER). The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.